Manufacturer narrative:
Adding additional information: adding UDI # (B)(4). This is a follow up report for this information. Device received for this event is being corrected from unknown xive abutment catalog # unk xive abutment to fri screw for estheticbase d3,4-5,5 catalog # 32464305.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.